Manufacturer narrative:
The device remains in service. Should additional information become available, this event would be updated.

Event description:
Boston scientific crm received information that this sales representative (sr) reported that this patient was admitted to the hospital for syncope. There were no tachycardia episodes noted and histograms show atrial sensing and seeing some rates in the 40's. Pacing is less than 1 percent in both chambers and the lower rate limit is set at 60ppm. The sr was questioning why the rates would drop below the lower rate limit. Technical services (ts) explained that the device utilizes a modified atrial-based timing. The sr then stated the patient had 737k pre ventricular contractions (pvcs). Ts states in this case, the a-a intervals could be longer than the lower rate limit when this occurs. The sr will discuss this further with the physician.

Event description:
One month later it was reported that this device was showing 91k single or double pvcs in the counters. Ts discussed possible causes of pvc counting including pvcs is atrial undersensing and ventricular oversensing. A 24 hour holter monitor showed relatively few pvcs compared to the 91k measured over the last 6 months. Ts suggested changing the vt storage criteria to be more sensitive and performing a full lead and sensing evaluation. It was noted that the patient was short of breath even sitting in the chair and it may be possible their electrolytes were off for a couple days in the 6 month follow up period causing bigeminy.